Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol marlex mesh (flat mesh) used to treat patient. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol marlex mesh (flat mesh) on (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against the marlex mesh (flat mesh). As reported, the attorney alleges that the patient had subsequent surgical information due to the hernia mesh device. As reported, the attorney alleges that the product is defective and the patient experienced emotional distress.